Event description:
Revision surgery performed on primary margron hip replacement due to unk pt symptoms, possible pain. Post-operative advice from the surgeon (given after primary surgery) was not followed, which caused associated fractures and prosthesis issues and dislocations.

Manufacturer narrative:
Uneventful primary hip replacement performed in 2004. In two months later, pt suffered a heavy fall following significant alcohol intake and fractured femur. A further fall in early 2005 resulted in another fracture and dislocation, which lead to the current revision of the hip replacement. Primary post-operative advice was not followed, which caused the associated fractures and prosthesis issues and dislocations. This event is not directly related to the hip replacement. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.